Manufacturer narrative:
Inadvertently the date entered into "date received by manufacturer" in the initial report 7th march 2019 was incorrect. The correct date that should have been entered is 18th march 2019. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown. Sex/gender: unknown. If implanted; give date: not applicable as the lens was inserted and removed. If explanted; give date: not applicable as the lens was inserted and removed. Phone number (B)(6). The intraocular lens (iol) is not returning for evaluation as it was destroyed by the customer; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that the haptic of the iol (intraocular lens) was wedged-in during the loading process and was observed kinked/bent when inserted into the patient's eye. Reportedly, the lens was removed and a new lens was implanted without issues during the initial procedure. Through follow up it was learned that the incision was minimally enlarged to allow the removal of the lens but did not require sutures or vitrectomy. The patient and the surgeon were reported being happy with the outcome. The account commented that the lens was destroyed at the customer site. No additional information was provided.